Event description:
It was reported that the fiber was found to be defective during the procedure. The procedure was completed using another fiber. There were no patient complications. The fiber was returned and analysis identified a break in the fiber body between the control knob and distal tip.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the control knob and distal tip. Additionally, the total internal reflective (tir) surface was misaligned with the output window, indicative of a glue failure. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The IFU also the fiber end should not be pressed into the tissue and should not be excessively manipulated/bent as it may result in damage to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. Additional manufacturer narrative: date of event was not provided, estimated date entered.